Event description:
It was reported that the patient experienced inappropriate shock from their implantable cardioverter defibrillator. Tachycardia therapies were programmed off. The patient condition was stable.